Manufacturer narrative:
Balloon: gtin #: (B)(4), catalog #: 72400024, serial #: (B)(4), exp date: 05/05/2022, manufacturer date: 05/25/2017. Pump: gtin #: (B)(4), catalog #: 72400098, serial #: (B)(4), exp date: 04/14/2022, manufacturer date: 04/27/2017. Device evaluation: analysis results indicate device failure was related to the reported event. This complaint was initially submitted to FDA via asr report q1 2018 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report.

Event description:
It was reported the patient was continent for three months and then experienced progressive loss of continence. The patient was scheduled to have his artificial urinary sphincter revised due to recurring incontinence. No further patient complications were reported in relation to this event. Additional information received indicated the patient had his device replaced due to fluid loss.